Manufacturer narrative:
A service call was performed at the site and the system evaluation met specification. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The physician stated he experienced system inaccuracy issues during the enb procedure. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient was treated with a chest tube. The site attributes the pneumothorax to two non-superdimension endoscopic tools. If additional information pertinent to the incident is obtained a follow-up report will be submitted.